Manufacturer narrative:
The excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from 2025-04-05 up to date. The event occurred on 2025-05-09,which is (34 days) after the pump was placed on the patient. The pump continues to remain on the patient. We have reviewed the production records of the excor blood pump and concluded that the pump was produced according to our specification.

Event description:
The site contacted berlin heart inc (bhi) clinical affairs (ca) on 2025-05-13 to report that the patient supported with excor blood pump pu valves; 15 ml in/out; ø 9 mm; was noted to have left facial drooping, left upper and lower extremity weakness on 2025-05-09. On the same day, a CT scan, with and without contrast as well as perfusion scan were performed, and the results showed no acute abnormality. There was a chronic right parietal infarct. This was new from the previous CT, which showed a perfusion abnormality in the region. According to the site, the excor blood pump performed as intended with complete filling and ejection. The pump was noted to have deposits before and after the event.